Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, and eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump was delivering medication to a pt when a nurse observed blood in the IV line above the pump and slightly into the secondary IV container. After which the pump alarmed "downstream occlusion".